Event description:
During a ptca / stent procedure the ultra stent came off of the stent delivery system (sds) in the guiding catheter and it was removed from the patient's body with the guiding catheter.